Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open blister under the left front therapy pad of the lifevest equipment. The patient's nurse put water based lotion on the skin irritation. Follow up indicated that the skin irritation improved.